Manufacturer narrative:
No parts were returned to the manufacturer for physical evaluation. The 2008k hemodialysis (hd) machine was evaluated at the facility by the fresenius regional equipment specialist (res). Machine functional checks were performed. All tests found the unit to be functioning within specification. Functional testing performed by the res confirmed that the unit was operating properly. The unit has been returned to service at the user facility without issue. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances or any associated rework found during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the quality control testing results were within specifications. The investigation into the cause of the patient incident was not able to confirm a device issue which would have resulted in the adverse event. The evaluation of the complaint device confirmed that the 2008k hd machine functioned fully as designed and met specification.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: the patient medical records were provided by the user facility. A clinical investigation was performed to identify a causal relationship between the hemodialysis (hd) treatment and the adverse event. Based on the provided medical records, on (B)(6) 2016, a (B)(6) male end stage renal disease (esrd) patient presented to the user facility for a regularly scheduled 3.30 hours hemodialysis (hd) treatment. Approximately 10 minutes after the initiation of hd treatment, the patient became unresponsive and went into cardiac arrest. Cardiopulmonary resuscitation (CPR) effort were started and the patient received 1000 ml of normal saline. Resuscitation efforts were unsuccessful and the patient expired. The patient had a complex medical history, including comorbidities known to be strong predictors of sudden cardiac arrest in the hd patient population. Although a temporal relationship exists between the patient¿s unresponsive episode/cardiac arrest and the fresenius products, there is no allegation that the episode was caused by any fresenius products. The 2008k machine had been pulled for evaluation following the incident and inspected. No problems were found with the machine and it has since been returned to service and is working as expected. There is no documentation in the medical record supporting a possible association between the fresenius products and the event of the cardiac arrest and the patient¿s expiration. However, there is a certain association/relationship between the patient¿s pre-existing medical conditions/comorbidities and the event of unresponsiveness/cardiac arrest and subsequent expiration.

Event description:
A user facility reported that during a hemodialysis (hd) treatment on (B)(6) 2016 at 6:59 am, approximately 10 minutes after the initiation of treatment, the patient became unresponsive and went into cardiac arrest. At the start of the hd treatment, the patient¿s blood pressure (b/p) was 191/83, and pulse rate was 82 beats per minute (bpm). The patient had edema in both legs and complained of shortness of breath but was alert and oriented three times. The patient was on oxygen at 3 liters. Cardiopulmonary resuscitation (CPR) efforts were initiated at 7:05 am. The patient also received 1000 ml of normal saline. The resuscitation efforts were unsuccessful and the patient expired. The 2008k hd machine was removed from service following the event for an evaluation. A fresenius regional equipment specialist (res) performed functional testing on the machine and confirmed that all systems were operating properly. The unit has been returned to service at the user facility without issue. No malfunction of any fresenius product in use during the hd treatment was alleged, observed, or identified prior to, during, or following the event. The dialyzer is not available to be returned to the manufacturer for evaluation as it was discarded by the user facility. No samples of the acid/bicarb in use during the treatment are available for analysis.